Event description:
The patient received his scs system including an ipg in 2004 and since implant has recharged his system about every two weeks. It was reported that now three years later, the patient claimed the stimulation ceased. The ipg would not communicate with a programmer or a charging system. The ipg had not flipped in the implant pocket site. The physician explanted and replaced the ipg on (B)(6) 2007. The explanted ipg was returned to ans for evaluation. Follow-up on the patient found no further issues reported.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The ipg was not properly recharged and finally reached a low battery threshold voltage where it triggered stimulation to shut off, ipg went into sleep mode and would not communicate. Once recharged in testing, the ipg passed all functional testing. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.